Manufacturer narrative:
Based on the claim against the product by the customer noting the 30 degree endoscope flipped direction on its own during case, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer was able to use a backup endoscope to complete the procedure. Intuitive surgical, inc. (Isi) field service engineer (fse) visited the site and tested the affected endoscopes. Fse did not find any issues with the endoscopes. Two endoscopes were used during the procedure on system (B)(4) (sn: (B)(4) and sn: (B)(4)) on the event date on (B)(6) 2023. Both endoscopes were used in subsequent procedures and will not be returned for a failure analysis. This complaint is being reported based on the following conclusion: it was alleged that the endoscope moved with unintuitive motion/freely with uncontrolled motions. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, clinical territory associate (cta) reported that a 30-degree endoscope flipped direction on its own. The onsite logs show no related errors. Cta mentioned that when they removed the endoscope, the collar that connects to the endoscope to the arm was stuck. Cta confirmed that endoscope had resistance when turning the collar and made a grinding noise. Tse instructed cta to have the customer to return the affected endoscope used during the procedure and to have the customer check the remaining endoscopes for similar issues. The customer installed a new endoscope prior to calling in and have had no further issues. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was not inspected prior to use. After the case, the collar of the endoscope was found to be stuck. Nothing fell into the patient. The procedure was completed with a backup endoscope. No patient harm. The issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The endoscope was taken out and reset. After two times they replaced the endoscope with a backup. The issue was intermittent, but no patterns were identified. No patient injury or harm. There was no patient demographics available.